Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, a pre-bav was performed with a 20mm non-abbott balloon. Immediately after, the patients heart rate was sporadically less than 40bpm with a widened qrs. The valve was able to be successfully implanted at a depth of 5mm. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. On 15 jan. 2025, a permanent pacemaker was implanted. The physician doesn't believe the patient experienced adverse health consequences due to the performance of the product. The patient is stable and has been discharged.

Manufacturer narrative:
The device was not returned for analysis. An event of arrhythmia was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported arrhythmia appears to be related to a combination of patient condition (previous right bundle branch block) and procedural conditions (conduction disturbance noticed immediately after pre-balloon valvuloplasty). The reported hospitalization and surgery were the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, a pre-bav was performed with a 20mm non-abbott balloon. Immediately after, the patients heart rate was sporadically less than 40bpm with a widened qrs. The valve was able to be successfully implanted at a depth of 5mm. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. On (B)(6) 2025, a permanent pacemaker was implanted. The physician doesn't believe the patient experienced adverse health consequences due to the performance of the product. The patient is stable and has been discharged.